Manufacturer narrative:
The report of a damaged tunneling bullet can be confirmed. The tunneling bullet returned on (B)(6) 2017 only. The patient is still ongoing on the left ventricular assist system (lvas) examination of the tunneling bullet revealed damage to the threads of the nose cone. A specific cause for the damage could not be conclusively determined through this evaluation. A review of the device history records found no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the tunneling bullet would not thread appropriately onto the tunneler, and that pieces of threading became dislodged. The patient was asymptomatic. A 32 fr. Chest tube was secured to the driveline with a suture, and the driveline was tunneled. No additional information was provided.